Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 12 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.